Event description:
It was reported that this was venous closure of the right common femoral vein using a prostyle device after a pulse field ablation interventional procedure using an 8f. Reportedly, during suture management, when the physician got the blue rail suture limb and wrapped it around his left index finger, the suture broke mid length during knot advancement. There was enough rail limb to advance the knot and achieve hemostasis with the same suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.